Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer¿s blood glucose level. Customer was guided by technical support through a full pump reset, but the cgm error reappeared after the reset, so technical support arranged a replacement pump, and no additional information was received regarding the outcome of the event.